Event description:
Customer emailed saalt explaining that they chose to seek help from medical provider to remove their cup. Saalt requested some additional information about the customer's removal techniques, cup mold identifying number, photo of cup, and lot number on the packaging. Customer responded that they struggled to reach the base of their cup. The doctor indicated it was difficult to remove and had a high cervix. The customer asked for sizing advice with the cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.